Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 320 mg/dl accompanied with extreme drowsiness due to an inaccurate delivery issue. The patient disconnected from the call before troubleshooting could be completed. Customer support has made several attempts to contact the reporter to follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the allegation against the delivery function of the pump could have caused or contributed to the patient¿s alleged hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 20-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: a review of the black box showed the pump was delivering the programmed basal rate until the end of use. The pump history was no longer available due to continued use. The pump had no power to the pump. The battery cap was not returned with the pump. The battery compartment was cracked, and a test cap was unable to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.